Event description:
Reported via clinical study. It was reported device migration occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm wds was advanced, deployed and released in the laa. Approximately 10-15 minutes post procedure, while the patient was still in the cath lab, the closure device began to slowly move out of the laa. The closure device was only adhered to the superior aspect of the laa and required retrieval. The physician was able to percutaneously retrieve and remove the closure device. The patient was not able to join the clinical trial as no device was able to be implanted.